Event description:
Complainant claims the hex tip of the screwdriver is stripped, which delayed surgery.

Manufacturer narrative:
The evaluation confirmed the tip was stripped. Rounding at the extreme tip indicates that incomplete engagement may have been a factor. Dimensional inspection found to meet design requirements. The investigation was unable to conclude that the problem was attributed to the material or manufacture of the products.